Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one ultraverse 014 pta dilatation catheter as return for evaluation. No specific anomalies noted on the visual evaluation. On the functional testing of the returned device upon inflation using an in-house presto inflation device the balloon started leaking, upon microscopic observation it was noted a longitudinal balloon rupture. A syringe adapter was inserted into the cut to inflate the rest of the balloon and no leaking was noted. No further functional testing performed. Therefore, the investigation for the reported balloon rupture was confirmed as the balloon started leaking from the longitudinal rupture during the functional testing. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 06/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure through antegrade femoral approach, the pta balloon allegedly ruptured under nominal pressure. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure through antegrade femoral approach, the device balloon allegedly leaked under nominal pressure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2022). Device pending return.